Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and a torn cassette detection pin seal. A functional test was performed, and the reported issue was not confirmed. The cause of the reported issue was due to user error as the patient hit the pump and caused it to turn off. The downstream occlusion seal and pin seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient hit the pump and caused the device to turn off. The device was powered on, and the data was lost. During physical inspection, it was found that there was a delaminated downstream occlusion seal. No patient injury was reported.